Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was therefore not confirmed. No cause was able to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cutting forceps was not performing hemostasis or cutting in an appropriate way. The issue occurred during surgery. Another device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cutting forceps was not performing hemostasis or cutting in an appropriate way. The issue occurred during surgery. Another device was used to complete the procedure. There were no reports of patient harm.